Manufacturer narrative:
The calibration and quality control results were in range when the sample was tested. Siemens continues to investigate. The instructions for use states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/nonreactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Mdrs 1219913-2020-00531 was filed for a result from the same patient sample tested on a different date.

Event description:
The customer obtained a discordant nonreactive (negative) advia centaur xpt sars-cov-2 total (cov2t) result for a patient sample on (B)(6) 2020. The sample was repeated on the advia centaur xpt sars-cov-2 total (cov2t) assay on (B)(6) 2020 and the results were nonreactive. The patient was initially tested on the pcr method and the result was positive. The nonreactive results were not reported. There are no reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00532 was filed on november 20, 2020. Additional information -december 13 2020: using advia centaur sars-cov-2 total (cov2t) lot 709003, multiple samples resulted non-reactive and reactive with pcr. The pcr method was not identified. Without knowing the method of pcr used, siemens is unable to determine if the pcr method used has emergency use authorization (eua). The draw dates and patient symptomology are not available for most of the samples. Symptomology was only provided for 1 of the samples. With blood samples collected <14 days from initial positive pcr, the patient may not have antibodies yet. It is recommended a sample be drawn later in infection and tested. With blood samples collected >14 days from initial positive pcr, additional information is needed. In this case, limited information was available. There is not an expectation the siemens cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Based on the information provided, no product problem identified. The customer is operational. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients" no further evaluation of the device is required. MDR 1219913-2020-00531 supplemental 1 was filed for results from the same patient sample tested on a different date.